Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the vertecem v+ cement kit hardened too fast during a vertebroplasty procedure. It hardened during the phase of transferring into the syringe and could only fill the first 2cc syringe. The 2nd syringe was unable to be filled as cement hardened. Another vertecem v+ cement kit was opened and after mixing, it couldn't even transfer to the first syringe as it hardened already. It was supposed to be a thirty (30) mins case but due to cement hardening too soon, surgeon had to wait for new vertecem cement kit to arrive to operation theater (ot) and that delayed patient surgery by two (2) hours. Patient is very high risk due to his age and thus, being under ga and being in the prone position for so long was very risky for patient. After the new cement kit arrived in ot, surgeon immediately proceeded again with surgery and surgery went on smoothly and was completed in the next 20 mins. Patient responded when woken up and legs are moving also, other than that, not sure if there were any future consequences. This report is for one (1) vertecem v+ cement kit. This is report 2 of 2 for complaint ((B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part # 07.702.016s. Lot # 1e53400. Manufacturing site: (B)(4). Release to warehouse date: 11 may2021. Expiration date: 01 may2024. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.